Manufacturer narrative:
(B)(4) date sent: 9/2/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient has been transferred from ICU to common room. What is the surgeon¿s experience with the device? The surgeon had used more than 20 cdhas before the surgery in the past one and a half year. It was reported that the surgeon also used cdh before. Who fired the device and what is his/her experience? The director surgeon in the department of hepatobiliary surgery in (B)(6) hospital, he has much experience in such surgeries. Where in the green range was the indicator located prior to firing? The surgeon rotated the device until tight based on experience. At 1.0 mm. Did the surgeon wait 15 seconds and then retighten prior to firing? Yes, the surgeon waited about 20s. But the surgeon did not retighten the device prior to firing. Usually when there is tissue oedema, the surgeon will retighten the device. As the patient tissue had no oedema in this case, the surgeon did not retighten the device. When was the safety released prior to firing? Right just prior to firing. Were the donuts inspected? If so, please describe. Yes. Two complete donuts with all layers present. Was the washer inspected? If so, please describe. Yes. The washer was cut through as intended. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Were there any issues with staple formation? No. The formation was not checked through gastroscopy. The surgeon checked the staple line from outside ileum perspective. There was no issue with the staple line from the outside. Was a leak test performed? If so, what were the results? No. Photographic analysis: based on the photos alone, the event description cannot be confirmed as the pictures do not show enough evidence.

Event description:
It was reported that during a pancreatoduodenectomy procedure, on (B)(6) 2016, the surgeon used the device to make gastrointestinal anastomosis, and during the initial procedure, the donut was found in good status, and our product specialist presented in the operation this time. The surgeon followed our guidance to handle the device. However, seven hours later, the patient had hematochezia. There was severe anastomotic hemorrhage under gastroscopic observation. The surgeon immediately operated a revision surgery and sewed the tissue with suture at the same day, and finished the operation at the 4am of (B)(6) 2016. One device was discarded.